Event description:
A caller reported an issue with their insulin pump, noting that the insulin gauge displayed a different amount than expected, specifically 33 units instead of the expected 110/120 units. Despite the discrepancy, the insulin delivery continued without a static display. There was no adverse impact on the customer's blood glucose level. Technical support assisted the customer in reloading the same cartridge and instructed them to disconnect and deliver a bolus to update the insulin estimate, which the caller understood would affect the insulin on board (iob). The caller opted not to load a new cartridge and decided to continue using the current one, with plans to follow up if necessary.